Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. A supply change was performed to address the issue. Customer's blood glucose (bg) was 451 mg/dl. A correction bolus was delivered via the pump, a manual injections was administered and a supply change was performed to address bg. Additionally, a cartridge leaked during the fill process. A new cartridge was loaded resolving the issue.